Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
After percutaneous coronary intervention (pci) and after a pre-deployment angiogram, an 8f angio-seal sts plus was deployed for vascular closure. Several hours later, the patient was released from complete rest. The patient experienced pain of the lower extremity on the angio-seal deployed side. The ankle-brachial index of the affected side dropped and the lower extremity became paler. Angiography confirmed (B)(6) stenosis for the common femoral artery where the angio-seal was deployed. An occlusion of the punctured artery was confirmed. Balloon dilatation was performed at the occlusion site and blood flow was restored. The patient's stay at the hospital was extended. The patient recovered.